Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink, they encountered ¿slow scanning¿ issue with the adc device. The customer experienced hypoglycemia symptoms with seizure and had contact with a healthcare professional who obtained an unspecified glucose result. The customer was administered glucose injection for the diagnosis of hypoglycemia and was provided repaglenide (anti-diabetic medication) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.